Event description:
As reported by the edwards field representative, during a transcatheter aortic valve replacement (tavr) procedure there was a bulky chunk of calcium on the left coronary cusp (lcc) which caused the sapien valve to move to a 60:40 aortic position upon deployment. Subsequently, moderate to severe central aortic insufficiency (cai) was noted. A second sapien valve was prepped and delivered within the first, which resolved the cai. Per report, the physician was new to the transapical approach.

Manufacturer narrative:
The device is not available for analysis as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are potential adverse events associated with the transaortic heart valve replacement procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, per report, a bulky chunk of calcification on the lcc caused the valve to move aortic upon deployment. Post procedure, the edwards field representative and the physician discussed ways to prevent this from happening in the future. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.